Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-dec-2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 74 mg/dl fasting and 98 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result is >120 mg/dl. Customer was feeling dizzy but it was not related to diabetes - the customer has severe back pain. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 98 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/29/2024 and open vial date is one month ago. The meter memory was not reviewed for previous test result history.